Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states his stimulator worked ok for many years and was removed during a lumbar fusion. Patient states they had a multiple level fusion done and the device was no longer working battery wise and it wouldn't charge anymore all of a sudden . Patient stated it never completely failed and it was removed because it was sitting right on the area that they had to have a fusion done right there so they removed it and left the leads intact and the leads go down into the tailbone. Patient then states a couple years later they has other problems and they wants to do an MRI. Agent asked if they cap the leads or how did they leave the leads in and patient states no one ever told him how it was done. Patient mentioned they has had ablations, injections and all sorts of procedures since then and they can still see the little beaded lead that they cut right at where the stimulator were connected to the implant. Patient also mentioned his fusion failed and they still gets a tremendous amount of pain and has to be in a pain management program. Patient is not taking any medications but they is in a lot of pain still and because of that they gets a lots of cts but cts don't show you the same thing as an MRI and they are stumped and they don't diagnostically and they feel that they can't help him so they just stay stuck in this particular situation and they want to see soft tissues. Agent reviewed guidelines. The patient was redirected to their healthcare provider to further address the issue. Pt states removed battery pack spring 2020.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.